Event description:
A discordant, falsely elevated, troponin ultra (tni ul) result was obtained on one patient on an advia centaur cp instrument. The discordant tni ul result was not reported to the physician. The same sample was repeated two times on the same instrument. The customer ran a new sample on the same instrument, that resulted lower. After the customer spoke with the physician, the lower sample was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, tni ul result.

Manufacturer narrative:
A siemens technical service consultant was contacted by the customer. After analysis of the instrument data, the tsc determined that the cause of the discordant tni ul result was unknown. The tsc determined that no instrument malfunction occurred during the time of the event and that no other tni ul samples had issues during this time. The tsc also stated that the customer declined service. The instrument is performing according to specifications. No further evaluation of this device is required.